Event description:
A customer reported to olympus, the evis exera iii bronchovideoscope experienced image noise during preparation for use. The intended unspecified procedure was completed using a replacement device. There was no report of patient harm associated with this event. During incoming inspection, it was determined a b30 (scope communication) error was displayed. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of image noise was not confirmed. In addition, due to corrosion on plug unit, b30 (scope communication error) occurred. Distal end had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed error message b30 could not be determined, however, it is likely the issues occurred due to corrosion at plug unit. The event may be detected by following the instructions for use section below: ¿·inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.